Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported validation failure could not be conclusively determined. A review of inspection results for this lot number confirmed that no non-conformances were identified related to the reported event and the product met abbott specifications.

Event description:
During the procedure, the cardiac mapping system could not validate the surface electrodes. It was decided to not replace the surface electrodes and cancel the procedure. There were no adverse consequences to the patient.